Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the twelve month complaint history for this product family was conducted. In the past 12 months, there has been only one other reported occurrence of a wire guide kink with the savary-gillard wire guide. Therefore, this incident represents an unusual occurrence. Based on this review, the likelihood of this type of occurrence is rare. Conclusions: we were unable to conduct a full investigation because the device was not returned for evaluation. A definitive cause for the reported observation was unable to be determined. A kink in the wire guide can occur if the device experiences excessive pressure during use and/or general handling. A kink in the wire guide can also occur if the wire guide is placed in a sharp coil during handling of the product. Prior to distribution, all savary wire guides are subjected to a visual inspection and functional test to ensure device integrity. A review of the device history record confirmed that this lot met mfg requirements prior to shipment. Corrective actions: no corrective action warranted at this time because this report was unable to be verified. This observation represents an unusual occurrence. The likelihood of this type of occurrence is remote. Customer qa will continue to monitor for complaint trends.

Event description:
The savary-gillard wire guide became bent after the second use. The bend was noted upon completion of the procedure. Nothing had to be retrieved from the pt. No additional medical procedures were required due to this occurrence. The pt did not experience any adverse effects due to this observation. Several attempts were made in an effort to collect additional details regarding this occurrence, as well as the product for evaluation. The additional info and returned product was not received.